Event description:
It was reported that the patient with this implantable cardioverter defibrillator received anti-tachycardia pacing and two inappropriate shocks due to what appears to be an atrial fibrillation with rapid ventricular response. Boston scientific technical services (ts) provided a review of the report. This device remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this implantable cardioverter defibrillator (ICD) received four anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) provided a review of the report. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator received anti-tachycardia pacing and two inappropriate shocks due to what appears to be an atrial fibrillation with rapid ventricular response. Boston scientific technical services (ts) provided a review of the report. This device remains in service. No additional adverse patient effects were reported.